Event description:
The device was used during a laparoscopic cholecystectomy. The applier would lock down on tissue and the jaws would not open. The surgeon "had to tear away" the instrument to remove it from ductal structures. Another device was used to complete the case. There was no consequence to the pt.